Event description:
During the index procedure, three endeavor sprint drug eluting stents were implanted; one in the rca and two in the cx. During the implant of the two stents in the cx an angiographic complication of lateral branch stenosis occurred. Twelve days post the index procedure, three endeavor sprint drug eluting stents were implanted in the lad, an angiographic complication of dissection occurred during the implant of the third stent.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).